Manufacturer narrative:
Pump passed displacement test, self test, off no power test. However pump received with high idle current test due to corroded battery tube compartment noted. No failed battery test alarm noted after battery insertion. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had failed battery and battery out limit alarm. The device will be returned for the analysis.